Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic prostatectomy, after firing the device, the surgeon discovered that the staples was locked on tissue and the jaws would not open to release the tissue. The shaft of the stapler was separated from the handle while inside the patient cavity and the silver pin was extending out of the handle. The surgical team was able to disconnect the reload from the handle and removed the handle parts through trocar while leaving the reload inside the cavity. The surgeon cut the tissue along the edges of the staple load to free the tissue from the reload, and maneuvered the reload into laparoscopic trocar and removed it from the patient. The device failure caused a small amount of additional bleeding that the surgeon controlled with a suture. The surgical time was also extended for 30 minutes or more. The surgery was continued as planned.

Manufacturer narrative:
D10 concomitant product/s: egiaustnd egiaustnd endogia ultra univ std stap lot #: p2k0612. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the robotic laparoscopic prostatectomy, the surgeon placed the reload onto the tissue, hit the green firing button, squeezed the device to fire the stapler, when firing was completed, the reload detached from the shaft of the handle and was also noted that the silver pin was extending out of the handle. The jaws were also locked on tissue. The surgeon needed t o cut around the reload and suture the cut line. The surgical incision was also extended for 30 minutes or more.